Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The primary investigator reported via phone call that the customer experienced hyperglycemia and diabetic ketoacidosis. Customer's blood glucose level was 400 mg/dl at the time of incident. Customer stated the blood sugar was elevated due to dietary indiscretion and had no problems with the medtronic system. Customer did not mention any symptoms related to high blood glucose level. The insulin pump will not be returned for analysis.